Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 17227 was returned and analyzed. Visual inspection was performed, and a breach was observed on the guide wire lumen, a pin size hole on the surface of the inner balloon was observed, and a kink/twist was observed on the guide wire lumen. During external visual inspection of the balloon, shaft, and handle segments, the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was reviewed. Data indicated the catheter was never used; no application performed. During functional testing, the console terminated the application and triggered system notice 50005, indicating a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.32 inches proximal to the catheter tip. X-ray imaging did not show any braided wires breakage that might have pierced the inner balloon. Further optical investigation showed torn tubing material and an exposed braided wire that might have pierced the inner balloon. In conclusion, balloon catheter failed the returned product inspection due to a guide wire lumen breach, an inner balloon pin hole, and a guidewire kink and twist. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.